Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the graphic user interface (gui) to breath delivery (bd) unit cable to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that during testing, a ventilator generated a device alert. There was no patient involvement.